Manufacturer narrative:
Mechanical lot release test values evaluated: they were in the normal acceptable level. We are expecting to get the screw back for the investigation. After investigation, the follow up report is done accordingly.

Event description:
The matryx interference screw broke during acl operation. The fixation was too loose and when the doctor removed the screw, he noticed that the screw had broken in the middle.